Event description:
It was reported that during the ablation procedure, the physician was not able to obtain a block. When the catheter was removed there were blood chars (electrode coagulum) on the catheter tip. It was also reported that the physician thought that the contact with the tissue was "too high due to the distal curve of the catheter". It was later reported from follow-up conducted that the physician was not able to achieve a good temperature. It was reported that the temperature was below 50 degrees at a power of 70 watts. A new catheter was used. A cardiac echocardiogram was performed and there were no patient complications reported as a result of this event.

Event description:
It was reported that during the ablation procedure, the physician was not able to obtain a block. When the catheter was removed there were blood chars (electrode coagulum) on the catheter tip. It was also reported that the physician thought that the contact with the tissue was "too high due to the distal curve of the catheter". A cardiac echocardiogram was performed and there were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s.